Manufacturer narrative:
This report is submitted on october 27, 2022

Event description:
Per the clinic, the patient required deep brain stimulation. The device was electively explanted on (B)(6) 2022. There are plans in the future to re-implant the patient.